Event description:
It was reported that during a pta treatment procedure, balloon removal difficulties were encountered. The synergy 8x4mm balloon was successful in treating the lesion without problems, but the physician was unable to remove the device through the 6f medikit j 30 cm sheath. The physician withdrew the balloon and the sheath as a unit, and set up the sheath again. The lesion being treated was a calcified, 80% stenotic lesion in the external and common iliac arteries. No patient injuries or complications were reported. Patient status is reported as 'good'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info becomes available; a supplemental medwatch report will be filed.